Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five weeks post implant, the pacing lead caused cardiac perforation, pericardial effusion and cardiac tamponade. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.